Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's therapy was not working as well as the first day of implant. It was noted the first day therapy was working good, but then it was not working as good and symptoms returned. Patient was on program 3 at 1.2 and had increased to 1.4 the day of the report and had not noticed a difference. Patient mentioned they knew how to use the programmer and options and would make changes as needed. No further complications were reported.